Event description:
It was reported that the ventilator failed patient circuit test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the patient circuit test during pre-use check. The ventilator was investigated by our field service engineer (fse) and the o2 gas module was replaced. Evaluation of the provided device logs confirms the reported failure. No further issues has been reported. No parts were returned for investigation, the root cause of the reported issue has not been determined.